Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However the stm observed error code # 53 in the iabp¿s diagnostic error log. The stm re-loaded the software as response to the fault logs. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) demonstration training (not on a patient), a getinge representative released the handle to remove from the cart ( hybrid to rescue mode) the iabp immediately shut down with high pitch continuous alarm. The getinge representative stated that once returned onto the cart it powered up, the issue could not be recreated, even when removing it again. The pump was fully charged and running on battery. The facility biomed made aware of the issue. There was no patient involvement, thus no adverse event was reported.